Event description:
It was reported that patient is experiencing issues with his inflatable penile prosthesis (ipp) device. Patient was never satisfied with the device. The pump has always been difficult to depress and so the patient has to pump it several dozen times with small volumes. While the penis gets harder, it does not point out at a 90 degree angle or in an upward angle. It still points at a 45 degree angle towards the ground. The patient is very unhappy as he thought the procedure was going to elongate his penis. Dr. (B)(6) had noted that part of his sexual dysfunction may be related to his abdominal girth but his penis has adequate length for intercourse if it was positioned in the appropriate direction. Physician discussed device is not functioning properly due to its stiffness. A replacement surgery will be scheduled.